Event description:
Health professional reported explant of a lap-band system due to alleged "intolerance." Follow-up with the health professional noted that "intolerance" was used to describe that the pt may have had previous adverse events involving the device. It is not known what the event was that required explanting of the system. Further follow-up will be conducted to gather additional info.

Manufacturer narrative:
(B)(4). Allergan has received the product; however, the device has not been identified nor has the analysis has been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter did not provide a specific event, but did note it was an adverse event and analysis of the device generally does not assist allergan in determining a probable cause. Further info from the reporter regarding the event has been requested.